Event description:
A malfunction was reported involving a code displayed as "malf 1" and a pump that was not resettable. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump. The customer was instructed on storing the faulty pump for return and planned to use a multiple daily injection (mdi) regimen to ensure continued insulin delivery. The details regarding shipping and the return process were confirmed with the customer.